Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported coating damage was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for peeling reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a below the knee artery. As the command guide wire was being used the teflon coating was peeling from the guide wire and it was removed from the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.